Event description:
It was reported that the patient presented in the ER after feeling the vibratory notifier. The patient was asymptomatic. The device was found to be in backup vvi. The device was reprogrammed to preferred settings.